Event description:
It was reported that additional log files, reportedly from the patient's new primary controller, were submitted for review and the event log started with controller clock corrupt events on (B)(6) 2000 and continued until (B)(6) 2000 then the date shifts to (B)(6) 2020 at when the clock was reset to the correct date and time. The clock corrupt has only been seen when there is a total loss of power to the controller including the backup battery in the controller. However, the log does not go back far enough to verify that.

Manufacturer narrative:
Section b5: correction the year 2000 is recorded when the clock is corrupted/not synchronized. (B)(6) 2000 is the default year for the controller¿s clock and if the controller power is removed (external and ebb) the clock always starts with (B)(6) 2000 which is presented as a controller clock corrupted. This complaint is already closed and the controller clock corrupted alarm has been addressed in the summary. Once the clock was properly synchronized the alarm cleared. Section d10, h3: additional information. Manufacturer's investigation conclusion: the reported event of the controller was exchanged after being wet can be confirmed. The evaluation of the returned system controller serial number (B)(6) revealed a fluid ingress on multiple locations on the main pcb (printed circuit board). The controller¿s ability to operate a test pump during analysis was not affected. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log files (event and periodic) were successfully retrieved from the controller. The event log file contained data recorded on (B)(6) 2020 from 3:44 pm to 9:01 pm. The information recorded from 3:44 pm to 4:00 pm revealed the driveline was disconnected and only the white power cable was connected to a mpu. At 4:00 pm the driveline was connected and the system resumed operation at the set speed of 5400 rpm. The white power cable remained connected to a mpu and the black power cable was connected to a 14v battery. The data captured at 4:02 pm revealed that the black power cable was disconnected from 14v battery first and then the white power cable was disconnected from the mpu resulting in a no external power alarm. The system continued to operate when powered by the backup battery until 4:03 when the controller was connected to 14v batteries. The system operated with no active alarms until 4:06 pm when the driveline was disconnected first and then both power cables were disconnected from 14v batteries. The next entries suggested that the controller was powered by the backup battery until 9:01 pm when the controller lost power. The remaining data revealed that the controller was connected to external power (one power cable to battery and one to mpu) and the controller clock was corrupted due to the complete loss of power. The driveline remained disconnected and at the end of the log file the white power cable was connected to a power module. The periodic log file contained events recorded from june 12 to (B)(6) 2020. The recorded data revealed normal operation until (B)(6) when at 8:08 am the driveline was disconnected. The next recorded entry (at 9:08 am) indicated that both power cables were also discontented. The last recorded entry revealed that the driveline was disconnected and the controller¿s clock was corrupted. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. In section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided, a supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient changed his primary controller over the weekend, but cannot actually describe if it was alarming at the time. He was outside in the rain and said it got wet and he took it off to let it dry. Technical services reviewed the log files and saw the controller was connected to power on (B)(6) 2020 and noted some no external power events from both power leads disconnected. In addition, it showed the drive line disconnected/low flow/lvad off for the remainder of the log except for the last few lines where the controller clock reset to default. There were some power faults as well as some comm faults. This may explain why it looks as though the pump is off with speed/flow/power at zero for the pump. The alarms were audible and visual. Additional log files, reportedly from the patient's new primary controller, were submitted for review and the event log started with controller clock corrupt events on (B)(6) 2020 and continued until (B)(6) 2020 then the date shifts to (B)(6) 2020 at when the clock was reset to the correct date and time. The clock corrupt has only been seen when there is a total loss of power to the controller including the backup battery in the controller. However, the log does not go back far enough to verify that. Related manufacturer reference number for newer primary controller: 2916596-2020-03570.